Event description:
The customer reported that her blood glucose reached over 13.8mmol/l (248 mg/dl) and after all of the correctional boluses that were given her bg was still rising. Upon removal, she realized that the needle never inserted the cannula into her skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.